Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. It also states to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 468 mg/dl. The customer addressed the bg level with a manual injection. System check was performed with tandem technical support and it was found that the customer was able to slightly tighten the luer lock connection, and smelled insulin at the luer lock. During troubleshooting with tandem's technical support, the customer tightened the luer lock connection and filled the tubing to ensure there was no air. Subsequently, the customer reported filling a cartridge with over 300 units of cold insulin, and received an inaccurate fill estimate. The customer reloaded the cartridge successfully and received an accurate fill estimate.